Event description:
Head has broken/snapped away from the main stem...while brushing teeth-oral b power care refill [device breakage]. Case narrative: consumer email stated that while brushing teeth, the brush part of the head snapped away from the main stem in consumer¿s mouth. No injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.